Event description:
Additional information: it was reported that the patient was very distraught. One of the patient¿s managing physicians thought that there could be a kink or a blockage in the catheter. It was reported that all the medication had been removed from the pump reservoir. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient experienced withdrawal and lack of pain control. The patient went through withdrawal when the pump did not provide the proper medication. Bolus doses were given on (B)(6). Healthcare provider reported catheter blockage. This was the second time that the catheter has been blocked or occluded. Last fall the patient had a blockage of the catheter. Another hcp tried to push the drug out of the catheter and the patient went into respiratory arrest and was taken to a local hospital. The patient's pain was not being managed well with oral medication. Hcp believed the pump was empty. Hcp sees the patient for her bipolar disorder and was helping the patient obtain care for her pump. The pump was delivering fentanyl.

Event description:
"Last fall the patient had a blockage of the catheter. Another hcp tried to push the drug out of the catheter and the patient went into respiratory arrest and was taken to a local hospital" has been previously reported in MFR report # 3004209178-2012-06713

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk. Accessory model # 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.